Manufacturer narrative:
The investigation is ongoing. Device not returned..

Event description:
As reported from our affiliates in (B)(6), during a transcatheter aortic valve replacement (tavr) procedure of a 29mm sapien 3 valve via right transaxillary approach, the valve embolized into the aorta and was withdrawn to the ascending aorta. It was noted that valve alignment difficulty had been encountered and the delivery system with valve could not be withdrawn due to the patient being hemodynamically compromised. The patient was hemodynamically compromised prior to introduction of any edwards device; however, it was decided to proceed with the tavr procedure while resuscitating the patient. Unfortunately, the patient passed away due to cardiogenic shock. There was no allegation an edwards device caused or contributed to the patient's death.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. Imagery was provided for review. Per imagery review, the crimped valve was not within the valve alignment markers prior to valve deployment. The crimped valve was pushed toward the aorta or proximal of the delivery system during valve deployment, and the inflow side of the valve was partially expanded. The expansion was limited to the distal end. The valve was also noted to have moved toward the aorta during full inflation of the balloon. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Per the IFU/training manuals, valve malposition or embolization requiring intervention and valve deployment in an unintended location are listed as potential risks associated with the transcatheter aortic valve replacement (tavr) procedure, the bioprosthesis, and the use of its associated devices and accessories. Additionally, it states to ensure the thv is exactly between the valve alignment markers. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for transcatheter heart valve (thv) embolizing into the aorta was confirmed based on procedural imagery provided. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), valve embolization is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. As reported, 'it was a case of a 29mm sapien 3 valve, on aortic position by right axillary approach. The patient presented progressive hypotension since anesthetic induction, which worsened with high support guidewire, presenting electromechanical dissociation. The gross alignment was performed however the fine adjustment was unable. The valve alignment was attempted in a straight section of the aorta. As the patient was under cardiac arrest it was decided to implant any way. The valve deployed asymmetrically as it was not between markers (the valve deployed distally but not proximally). The valve embolized into the aorta.' Per imagery review, the crimped valve was not within the valve alignment markers prior to valve deployment which resulted in valve movement towards the aorta or embolization into the aorta during the valve deployment as reported. Per the training manual, for thv deployment, 'check to ensure: thv is exactly between the valve alignment markers.' In this case, available information suggests that procedural factors (improper valve alignment prior to valve deployment) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.